Event description:
It was reported that there was a loss of therapeutic effect. The patient had had a couple of bad falls lately and was not sure if they ¿had done something to the implant because, it was not working like it should be.¿ the patient mentioned 2 big falls 5 months prior to this report and the last fall was about 4 weeks prior to this report. Patient had tried all the programs and none were working. Additional information received reported the patient received assistance from their healthcare professional or manufacturing representative and their concerns were resolved. Patient had had an appointment on 2013 (B)(6). Additional information has been requested.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2009 (B)(6); product type lead. (B)(4).